Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company representative assessed the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The system was then tested and found to meet specifications. A review of the complaint trends showed that the frequency reported is within known levels for this event. A root cause could not be determined conclusively. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported one day post cataract surgery without intraocular lens (iol), dehiscence of anterior capsule was found. Additional information has been requested.